Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 21mm 11500a aortic valve implanted sometime between four (4) months, 28 days to one (1) year, four (4) months, underwent valve-in-valve procedure due to early failure of bioprosthetic aortic stenosis. Tavr was successfully performed with a 20mm 9750tfx transcatheter valve without incident. Component of failure was unclear to physician. Patent left the or with stable vitals.

Manufacturer narrative:
The complaint is confirmed via medical records. There is no evidence to suggest an edwards manufacturing defect. No DHR was performed as lot serial number was unavailable. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Based on the information available, the complaint is to be confirmed and the most likely cause is patient factors, including hyperlipidemia (hld). An edwards defect has not been confirmed.

Event description:
It was learned from customer experience portal and investigation that a patient with a 21mm 11500a valve in the aortic position underwent a valve-in-valve procedure after an implant duration of one (1) year and four (4) months due to severe aortic stenosis. A tavr procedure was performed with a 20mm 9750tfx transcatheter valve. Patient tolerated procedure well and was taken to pacu for recovery. Per medical records, the 20mm 9750tfx was guided into the aortic annulus within the existing valve and then confirmed to be in the correct position via fluoroscopy. An aortography was performed that revealed adequate filling of the left and right coronary arteries. The patient tolerated the procedure with no evident complications.

Manufacturer narrative:
The complaint is confirmed via medical records. There is no evidence to suggest an edwards manufacturing defect. No DHR was performed as no lot serial number was provided. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Based on the information available, the complaint is to be confirmed and the most likely cause is patient factors, including hyperlipidemia (hld). An edwards defect has not been confirmed.